Event description:
Per the customer, the device displayed low readings. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.